Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 350053 competitor lead, (B)(6) 2009. (B)(4).

Event description:
It was reported the device exhibited t-wave oversensing (twos) resulting in ventricular antitachycardia pacing therapy. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis of the device memory indicated rv (right ventricular) oversensing.